Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service rep examined the unit and found the autofill out of calibration. It was adjusted and all calibration points were verified to meet factory specifications. The unit was released to the customer. A supplemental medwatch report will be submitted if additional info becomes available. (B)(4).

Event description:
The customer reported that during their preventive maintenance process, the iabp failed calibrations. No pt was involved.